Event description:
It was reported patient presented in clinic for right atrial (ra) lead extraction. The patient's right atrial (ra) exhibited high pacing impedance. The ra lead was explanted and replaced successfully. Patient was stable.